Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of the programmer¿s screen does not respond to the stylus and is cracked. It was also determined power cord bay was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the user attempted to update the programmer. The screen did not respond to the stylus, the screen is cracked. The programmer was returned to service and repair. There was no patient involvement.